Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. No additional adverse patient effects were reported.